Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in australia using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported 5 false detected results on the alinity m resp-4-plex amp kit. The customer reported that they had seen an increase in sars-cov-2 positives samples which have a late cn (cycle number) of around 33-38, and 95% of these positives from alinity m are not confirmed positive on genexpert. The customer tested these samples on the genexpert per laboratory site protocol. Sids (sample ids) (B)(6) tested positive on (B)(6) 2024 and when repeated, tested negative on genexpert. There was no report of impact to patient management. The laboratory reported these results as inconclusive and requested a re-collection 24 hours post collection from the initial swab.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 395427. Customer data review: customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 395427 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 395427 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 395427 (including the components) was performed to identify any records that were potentially related to the reported complaint. A product deficiency was not identified by this evaluation. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 395427. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 395427 was not identified.